Event description:
It was reported that the patient just had a lead revision this past friday, three days ago. It was noted that the reason behind the revision was that the patient had a seizure in the past where he fell and broke one of the leads. It was unclear when the patient had the seizure. The patient was going to be meeting with his pain management physician in two days. Per manufacturer device registry one of the patient¿s extensions was replaced along with the removal of two adaptors, the leads were not revised. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3888-45 lot# v505141, implanted: 2010 (B)(6), product type lead product ID 355031 lot# n258071, implanted: 2010 (B)(6), explanted: 2013 (B)(6), product type screening device product ID 3550-39 lot# n248179, implanted: 2010 (B)(6), explanted: 2013 (B)(6), product type accessory product ID 3708220 lot# serial# (B)(4), implanted: 2010 (B)(6), product type extension product ID 3708220 lot# serial# (B)(4), implanted: 2007 (B)(6), explanted: 2013 (B)(6), product type extension product ID 399930 lot# v030168, implanted: 2007 (B)(6), product type lead. (B)(4).